Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where a "screw snapped off desub dust cap retaining cover in pump on prep for use" was confirmed during product evaluation. The root cause of the reported problem was determined to be a damaged retaining cover. Appropriate action was taken to correct the reported problem by replacing the housing. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Event description:
The facility reported a colleague infusion pump with the reported condition where a "screw snapped off desub dust cap retaining cover in pump on prep for use". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.